Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited a high capture threshold and a loss of capture. It was noted this patient was pacemaker dependent. Also, this lv lead exhibited a sudden drop in pacing impedance to 300 ohms. The device settings were changed to lower the threshold, and a follow up visit was scheduled to check lead position. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Section d6a updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited a high capture threshold and a loss of capture. It was noted this patient was pacemaker dependent. Also, this lv lead exhibited a sudden drop in pacing impedance to 300 ohms. The device settings were changed to lower the threshold, and a follow up visit was scheduled to check lead position. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. Section e1 and h6 updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited a high capture threshold and a loss of capture. It was noted this patient was pacemaker dependent. Also, this lv lead exhibited a sudden drop in pacing impedance to 300 ohms. The device settings were changed to lower the threshold, and a follow up visit was scheduled to check lead position. This lv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. An x-ray was performed and it was confirmed there was no change in lead position. The physician suspected an incomplete lead fracture caused the loss of capture. No pacing inhibition or asystole was observed. No adverse patient effects were reported.